Event description:
No harm to patient. 16 fr foley catheter kit at bedside intraoperatively. Nurse prepped patient with supplied castile soap wipes and was prepping sterile kit when a dark hair was noted around the tubing of the foley bag. Hair originated from inside the kit, not from a staff member in the room.